Manufacturer narrative:
Product analysis: as found condition: the pipeline flex shield was returned inside the phenom 27, a biohazard bag, and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The distal and proximal ends of the braid were found fully opened with no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. The catheter tip, marker, and body were examined; no damages were found. No other anomalies were observed. Testing/analysis: the pipeline flex shield was pushed out from the catheter lumen with no issue. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub, lumen, and tip without issue. Conclusion: based on the returned devices, the customer complaint was not confirmed, as the proximal end of the braid was found fully opened with no damage. In addition, no issues were found with the pipeline flex shield and phenom catheter. The possible causes of the failure to open include severe vessel tortuosity and the user deploying the braid in the vessel bend. The resistance causes include severe vessel tortuosity and lack of continuous flush with heparinized saline during delivery. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the vessel tortuosity was severe. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 228199696); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the proximal end of the pipeline failed to deploy and it became stuck in the distal end of the phenom 27 microcatheter during deployment. The patient was undergoing treatment for an aneurysm located in the clinoid (c5) to ophthalmic (c6) segments. The max diameter was 8mm, and the neck diameter was 4.9mm. It was reported that the phenom 27 catheter was guided to m1 and the corresponding pipeline was inserted. Deployment was attempted, and 80% of the stent length was deployed. Afterward, the resistance of the pushwire became extremely large at the timing of exceeding the release marker, so the stent deployment could not be done. A request was made to the physician to push the device even if the resistance was high, but it did not move at all. They had retracted the microcatheter to eliminate the lack, but this did the pipeline did not become unstuck. The stent was resheathed and collected. There was no deformation or bending observed to the pipeline pushwire or catheter. No catheter abnormalities were observed. The center of the pipeline had been positioned in a bend during deployment. More than 50% had been deployed when it failed to open. The pipeline had been resheathed 2 or less times. No other kinds of operations were taken to deploy the stent. If was noted there was difficult navigation and friction/resistance during delivery with the catheter. The event was said to be not associated with the patient. The devices were prepared and flushed according to the instructions for use (IFU).